Event description:
Deployment of the ipsilateral leg graft noted tortuosity present at the achieved landing zone. A viewing of the completion angiogram observed a distal type I endoleak on the ipsilateral leg graft. A second iliac leg graft of a longer length was deployed within the initial leg graft, extending distally 1 stent in the native vessel. Second angiogram performed noted endoleak still present. Another MFR's stent graft was then deployed at the most distal end of the second leg graft, resolving the endoleak. Patent renal and internal iliac arteries were observed at the conclusion of the procedure. Following the procedure, the pt experienced thrombocytompenia, with the platelet count dropping to 60,000 units. Pt was held in the hosp an extra day; two days later the platelet count had risen to 90,000 units. Within one week the pt's platelet count returned to normal. No adverse effects have been noted.